Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was reported on an online forum and provided to the manufacturer by a separate patient. No further information is available. The country the event occurred in is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve had changed settings ¿about 8 or 9 times.¿ the patient reportedly bought a tesla meter and was checking around their house. They determined that the power transformer connected to their desktop lamp ¿had been one of the issues.¿ after removing it, the problems with the valve self-adjusting improved. It was added that the valve still did not work properly.